Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the night following implant, the right ventricular (rv) lead exhibited a loss of capture. Further investigation revealed a loss of sensing as well. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.